Manufacturer narrative:
(B)(4). D10: bernardo pm-tmj & model cat# tmjpm-2755 lot# 973220a. Unk screw cat# unk lot# unk. Unk screw cat# unk lot# unk. Unk screw cat# unk lot# unk. Unk screw cat# unk lot# unk. Unk screw cat# unk lot# unk. Unk screw cat# unk lot# unk. G2: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2023 - 00347, 0001032347 - 2023 - 00356, 0001032347 - 2023 - 00357, 0001032347 - 2023 - 00358, 0001032347 - 2023 - 00359, 0001032347 - 2023 - 00360, 0001032347 - 2023 - 00362.

Event description:
It was reported that a patient underwent a revision procedure of a left tmjpm prothesis approximately 2 years and 10 months post implantation due to loosening. Bone damage was noted around the screw holes, which was repaired by a bone graft. The tmjpm prothesis and all screws were removed, and the patient is being considered for a new custom implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted. The digital planning files were reviewed to ensure that the case was planned properly. The scans for the revision case, tmjpm-4305, were overlaid to determine if the implant was placed properly. The patient anatomy from the initial implantation and 4 years postop were overlaid with the planned position of the left mandible implant. Reviewing the overlaid scans revealed that the patient's anatomy may have changed between the initial implantation and 4 years postop, which resulted in some of the screws losing contact with the bone. This could potentially be the reason for the loosening of the implant screws but cannot be determined as the definitive root cause. The reported event is confirmed, based on the investigation provided by 3ds. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.